Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user experienced a needle stick injury after the safety shield fell off. This event occurred once. Currently there is no mention of medical intervention noted. Follow up for this information is currently pending. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the phlebotomist experienced a dirty needle stick injury after the safety shield snapped off. Customer reports safety shield snapping off causing a needle stick injury for product 368607 lot 2097463. Steps taken with customer/troubleshooting: per customer, phlebotomist received a needle stick injury due to the fact that the protective guard on the needle snapped off. Did exposure to blood/ bf occur? Yes, needle stick. If exposure occurred was there any post exposure testing or medical intervention? Follow up email sent to customer. Hazard, injury or erroneous results? Yes. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes, detailed hazard including any medical intervention: per customer, phlebotomist received a needle stick injury due to the fact that the protective guard on the needle snapped off. Follow up email sent to customer requesting additional information.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Has been updated to include details of the medical intervention that occurred. H.1.type of reportable events: serious injury. H.4.imdrf annex e grid: e2010 - needle stick/puncture. H.4. Imdrf annex f grid: f23 - unexpected medical intervention. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user experienced a needle stick injury after the safety shield fell off. This event occurred once. Information was received that infection control testing was performed on the injured phlebotomist and that the results were negative. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the phlebotomist experienced a dirty needle stick injury after the safety shield snapped off. Customer reports safety shield snapping off causing a needle stick injury for product 368607 lot 2097463. Steps taken with customer/troubleshooting: per customer, phlebotomist received a needle stick injury due to the fact that the protective guard on the needle snapped off. Did exposure to blood/ bf occur? Yes, needle stick. Hazard, injury or erroneous results? Yes. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If exposure occurred was there any post exposure testing or medical intervention? Did the phlebotomist needed medical attention? Any testing? Infection control testing was performed on the employee and the source patient. Update from customer: are the infection control testing results available? Yes. Were all results negative? Yes.